Manufacturer narrative:
Date of event is unknown. (B)(6). (B)(4). The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient had undergone total hip arthroplasty (tha) surgery on an unknown date. On (B)(6) 2017, the patient had a femoral diaphyseal fracture below a stem. On (B)(6), osteosynthesis was performed using a plate, some screws and a cable. On (B)(6), the patient felt discomfort when her foot touched on the ground with much of an impact. On (B)(6), the patient visited the hospital, and the surgeon noticed three broken screws which were implanted at distal. It was also found that the fractured area below the femoral stem had nonunion. On (B)(6), a revision surgery was performed. At the time, all the broken screws were removed without additional intervention and were replaced with new screws, and ilium bone graft was performed. Then, the other plate was additionally fixed at interior femur. The revision surgery was completed successfully. Concomitant devices reported: plate (part# unknown, lot# unknown, quantity 1). Cable (part# unknown, lot# unknown, quantity 1). Screws (part# unknown, lot# unknown, quantity unknown). This report is for one (1) 5.0 mm ti locking head screw self-tapping 42 mm. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
A device history record review was performed for the subject device: part number: 413.342s, synthes lot number: 9584920, release to warehouse date: 04.aug.2015 expiry date: 01.jul.2025 manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing investigation was performed for the subject devic 1x 413.342s with lot 9584920 / lockscr 5 self-tap l42 tan sent to manufacturing plant (B)(4) for investigation: the part in question related to this manufacturing investigation has scratches and marks on the head, thread and hex-drive recess. The part was received in a non-original synthes bag. A DHR review was performed for the affected lot 9584920 / product code 413.342s / work order number (B)(4); no deviations were detected, which could lead to the complaint failure. The order was checked, initial lot size was 240 pcs, to the finished goods warehouse were delivered all 240 pcs. No rework or ncr was triggered. As relevant for the complaint condition (broken screw), the following dimensions were identified and measured: the outer thread diameter, the thread core diameter, the hex deepness and the hex pilot hole deepness. The measurements were performed close to the breakage point. All the relevant features were measured according to the drawing and have passed their specifications. Besides, during the manufacturing process, these relevant features were inspected and documented according to the inspection sheet, no deviations were detected. The results show that the screw was manufactured within the specifications. The check of the material certificate shows that the used material fulfills the specifications. This complaint is rated as confirmed since the screw is broken as claimed by the customer. However, from the manufacturing point of view this complaint is rated as not valid, because the relevant dimensions were measured and all have passed the specifications. Since no manufacturing issue could be found in the results neither in the manufacturing documentation reviewed. Lastly, an x-ray review showed the screw was broken. Additionally, the product was received with a broken off head; therefore, complained issue could be confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.